Event description:
It was reported that the herculink catheter was unable to advance onto the guide wire potentially due to blood on the guide wire. The tip of the catheter also broke and almost separated. The events occurred outside of the patient. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned stent delivery system (sds) found blood in the guide wire lumen. There was no contrast visible. The stent implant was stationary on the tightly folded balloon between the markers with no damage, consistent with the balloon not being inflated and the stent not being deployed. The tip was separated at the distal seal. The fracture face was stretched and jagged; indicating force was applied causing the separation. There was blood in the guide wire lumen proximal to the separation. There was no other damage noted to the sds. The guide wire used during the procedure was not returned. A pin gauge was used to measure the inner diameter of the separated tip and this met manufacturing criteria. The inner diameter of the tip proximal to the separation and the inner diameter of the guide wire lumen were measured and met manufacturing criteria. Factors that may contribute to the inability to advance/retract the sds over the guide wire and cause resistance between the devices may include, but are not limited to: product placement technique, guiding catheter support, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, coagulation of blood or contrast on the guide wire or damage to the distal shaft of the sds. Based on the reported information, it may be possible that coagulation of blood on the wire contributed to the resistance. As a result of the resistance, the tip likely became stuck on the wire and during removal, the tip material stretched and ultimately separated. During manufacturing, samplings of units are destructively tested to verify lumen integrity. Additionally, the profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. A review of the finished device lot history records did not reveal any nonconforming material records for this lot and there have been no other incidents reported for this lot. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for this lot. A conclusive cause for the reported resistance and subsequent tip separation could not be determined; however, there is no indication of a product quality deficiency.